Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, in the event notes it was stated that "it is unsure if the patient ended up with an extra incision as a result (of the event)". Did the patient end up having an extra incision as a result of the event that occurred with the device? If yes, how long was the incision? Were there any adverse patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown robotic procedure, while using the stapler, the anvil would not release the green trocar spike and almost resulted in a robotic case converting to an open procedure. The trocar was eventually removed through the abdomen, but not sure if the patient ended up with an extra incision as a result. It is unknown if there were any adverse consequences to the patient.